Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, lot #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 26-jul-2020, UDI#: (B)(4). Product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jul-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving at via intrathecal drug delivery pump for unknown indication for use. It was reported at some point in his post op he developed "at" (B)(6) infection in his pump pocket. The hcp removed the pump and part of the catheter on (B)(6) 2018. The hospital discarded the pump and catheter revision segment. The part of the catheter at anchor site could not be found. The hcp cut part of the catheter out and tied off the end of the catheter. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had developed a post-op pocket infection at the pump site. No further complications were reported.